Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified needleless connector (blue clave) which the customer reported leaked. The customer stated that the blue clave was cracked near the bottom where it attaches to the syringe tubing. The product is used in the pediatric/neonatal intensive care unit. The customer stated that any product cracks or breaking when attached to a central line makes them extremely nervous and puts their patients at high risk for a central line-associated bloodstream infection (clabsi). There was unknown patient involvement; harm was not reported as a consequence of this event.